Manufacturer narrative:
The controller, the controller ac adapter and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller, ac adapter and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several momentary disconnections involving all batteries. The most likely root cause of the reported event (ghost beeps) can be attributed to momentary disconnections between the controller and batteries. A momentary disconnection may cause an audible beep. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Manufacturer is investigating momentary disconnections between the controller and batteries. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4)/ 1650de / manufacturing date: 02/22/2016 / expiration date: 02/28/2017 / (B)(4). Method: visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency. (B)(4)/ 1650de / manufacturing date: 02/03/2016 / expiration date: 02/28/2017 / (B)(4). Method: visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency. (B)(4)/ 1650de / manufacturing date: 01/07/2015 / expiration date: 01/31/2016 / (B)(4). Method: visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency. (B)(4)/ 1650de / manufacturing date: 01/05/2015 / expiration date: 01/31/2016 / (B)(4). Method: visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency.

Event description:
It was reported that the patient receives "ghost beeps" while walking. The patient's controller and batteries were exchanged with no reported consequence to patient. No additional information provided.